Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an error message e006 (use electrolyte solution) was observed using the generator during a transurethral resection of the prostate with saline irrigation (turis) procedure even though the normal saline was perfused and filled. Troubleshooting was performed but did not resolve the issue. The procedure was prolonged for 90 minutes with patient under general anesthesia. The procedure was completed with an old electrocautery knife. After the procedure, customer tried the output in normal saline with all combinations, but the issue did not occur. The doctor noted that the patient had a steam treatment 6 months ago and wondered if that might have caused the high resistance level. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/ prevented by following the instructions for use which state: "chapter7: before use" and "chapter8: use" of the IFU. Chapter7: before use. 7.1 inspection: warning. Damages and irregularities. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. - before each use, inspect this electrosurgical generator as instructed below. Inspect other equipment to be used with this electrosurgical generator as instructed in their respective instruction manual. - if the output is activated and the output tone can be heard but no output indicator illuminates or the touchscreen is off, stop the procedure immediately, switch off the electrosurgical generator. Otherwise, it may cause perforation, bleeding and user and/or patient burns. - should the slightest irregularity be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ on page 91. If the irregularity is still suspected after consulting this chapter, contact olympus. Chapter8: use. 8.1 safety notes for use: warning. Irregularity or damage. If during operation any irregularity will be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ on page 91. If the irregularity is still suspected after consulting this chapter, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. 8.8 troubleshooting: check the following table to identify and correct failures. If the problem cannot be resolved by the described remedial actions, stop using the electrosurgical generator and contact olympus. Be aware that repairs must only be performed by authorized service centers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.